Event description:
Updated event description: concomitant event description. Unknown screw locking (part# unknown, lot# unknown, qty 5), unknown screw cortex (part# unknown, lot# unknown, qty 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: complaint is confirmed as we are able to confirm complaint description, as a broken plate and seven (7) intact screws are visible, based on the received pictures. Furthermore, on the other x-ray's it's visible that the broken plate was replaced by a longer one, including 6 screws and a guide wire for stabilization. For further examination it is necessary for us to receive the implant back. Lot number of the involved plate was not provided and product was not returned therefore no further investigation possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available (information or/and material), the investigation will be updated as applicable. Investigation site: cq zuchwil. Selected flow: damaged - broken. Visual inspection: the veterinary lcp plate is broken as complained. The breakage occurred in the shaft region at the fifth combi hole. The plate presents mechanical damages such as nicks and scratches. The fracture surface is typical for a forced fracture. Dimensional inspection: relevant dimensions ¿ plate thickness and width were checked and found to comply with the specifications. Dimensions were checked with caliper per drawing. Plate thickness shaft: measured, result = pass. Plate width: measured, result = pass. Document/specification review: product drawing was reviewed during this investigation. The certificate of raw material has been reviewed and met the specifications. The manufacturing record evaluation showed that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The material and material properties of this lcp-distal femur plate were determined to be conforming at the time of manufacture. This plate is made of stainless steel per iso 5832-1. Summary: the complaint condition is confirmed as the veterinary lcp plate was found broken. The for the complaint relevant dimensions were checked and found to be within specifications. This lot was manufactured in october 2019 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. The correct material was used. A manufacturing related issue can be excluded. The fracture surface indicates that the plate broke by forced fracture. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part number: vp4041.10, lot number: 22p6987, part manufacturing date: october 23, 2019, manufacturing site: elmira, part expiration date: n/a, nonconformance noted: n/a. A review of the device history record revealed no complaint related anomalies. The device history record shows lot: 22p6987 of 3.5 mm lcp plates was processed through the normal manufacturing and inspection operations with no rework or nonconformances noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record(s) determined the raw material lot: h872341 met all specifications with no issues documented that would contribute to this complaint condition. Device history review: a review of the device history record revealed no complaint related anomalies. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: 510k#: device is a veterinary product. No patient information will be reported. Complainant part is not expected to be returned for manufacturer review/investigation. Complaint is confirmed as we are able to confirm complaint description, as a broken plate and seven (7) intact screws are visible, based on the received pictures. Furthermore, on the other x-ray's it's visible that the broken plate was replaced by a longer one, including 6 screws and a guide wire for stabilization. For further examination it is necessary for us to receive the implant back. Lot number of the involved plate was not provided and product was not returned therefore no further investigation possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available (information or/and material), the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports a veterinary complaint in (B)(6)as follows: it was reported that on an unknown date, that the patients plate broke a few days after implantation. On (B)(6) 2020 the patient was operated on for a right femur fracture. On (B)(6) 2020 a revision surgery was performed following a fracture of the plate which was caused by the dog running. The implants were removed and replaced. Concomitant devices reported: screw: (part number unknown, lot unknown, quantity 7). This report involves one (1) 3.5mm lcp plate 10 hole/131mm. This is report 1 of 1 for (B)(4).